Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to a pinhole on the bending section, water tightness was lost; the adhesive on the bending section had a crack; the adhesive on the bending section had a white-clouded area; the connecting tube had a wrinkle; the light guide lens had a crack; and the adhesive around the light guide lens was peeled. Additionally, the following parts exhibited a scratch: the bending section; the image guide protector; the connecting tube; and the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below IFU: prevention method is described in the jf type 260v,tjf type 260v reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures inspection method is described in the jf type 260v,tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.